Event description:
During a laparoscopic cholecystectomy, handle and jaws were working on the endo mixter tissue forcep. Instrument was checked prior to use on pt table. Instrument inserted into pt, when required to grasp tissue, jaws unable to meet. When instrument removed and checked, screw was found to be missing. Delay in procedure occurred, while screw was attempted to be found without success. Pt to be consulted and determine whether screw will be retrieved.